Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pocket site soreness. In turn, surgical intervention was undertaken wherein the ipg was explanted, replaced and revised. Postoperatively, the soreness has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.